Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, infection, pain, swelling, mobility. Transmucosal healing with infection and screw loosening. Cause unclear.